Event description:
It was reported a patient hospitalized for sylvian infarction had a PICC-line installed on (B)(6), 23. On (B)(6), 23, appearance of a febrile episode and blood cultures on the PICC came back positive for candida albicans. Consequences: PICC removed on (B)(6), 30 and central venous line inserted for antifungal treatment. The device was not kept additional information (B)(6), 2023: infection controlled, anti-infective therapy discontinued (B)(6), 2023.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported a patient hospitalized for sylvian infarction had a PICC-line installed on (B)(6) 2023. On (B)(6) 2023, appearance of a febrile episode and blood cultures on the PICC came back positive for candida albicans. Consequences: PICC removed on 05/30 and central venous line inserted for antifungal treatment. The device was not kept. Additional information 06/23/2023: infection controlled, anti-infective therapy discontinued (B)(6) 2023.